Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture and a decreased sensing threshold noted on the right ventricular (rv) lead. Diagnostic imaging was performed which revealed no anomalies. A lead revision procedure was performed, and during the revision, the helix was unable to extend and a new lead was implanted. The patient was stable with no consequences.